Event description:
It was reported that a pt experienced shocking sensation from the neurostimulator after a fall. The MFR rep tried reprogramming the device without success. Impedance measurements were taken while the pt was sitting, standing and lying down with normal results obtained. X-ray were taken to check for lead migration and the result was negative. The pt was instructed to turn neurostimulator off and keep a diary of her activities. Even after device was turned off, pt still experienced a "tingling type of feeling." The pt was sent for further testing (tests and results not reported). Add'l info has been requested, but was not available as of the date of this report. A follow-up will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).